Event description:
Customer reports to be hospitalized; reasons are not mentioned. Customer states the medication given in the hospital, which is perezone is elevating her blood glucose; blood glucose not given. Customer states insulin pump is functioning. Customer was advised to contact her health care professional regarding this matter since insulin pump is not affecting her blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).